Event description:
It was reported via repair work order that the cot will not release from the cot fastening system due to a power mode failure in the switch assembly. There was patient involvement but no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the cot will not release from the cot fastening system due to a power mode failure in the switch assembly. There was patient involvement but no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was reported that the complaint could not be duplicated. It was also reported that the cot would able to be released in manual mode in the event of a powered mode failure.